Event description:
I wear soft lens contacts and clean them using alcon clear care. I have used clear care for many years with no issues. July of this year I purchased clear care with hydraglyde. After using the product I started to notice I had hazy vision after approximately 1 hour of wear. I removed the contacts and to tried to clear the haze by flushing my eyes with regular contacts lens solution. This did not help, the haze remained and reduced the quality of my vision. Within 1 hour of removing the lens I started to see improvement in my vision and by 90 minutes after removing the lens my vision was back to normal. After a few days of unsuccessfully trying to wear my contacts by using anti-histamines and switching to new old stock of contacts I suspected the clear care with hydraglyde. I purchased the clear care without hydragyde and the problem ceased.